Manufacturer narrative:
Additional information has been provided in sections in d.4, h.4, h.6 and h.10. There was no information on system being examined. However, the phaco handpiece was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release the phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual non-conformity. The returned handpiece was connected to a calibrated ophthalmic operating system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed and the handpiece was found to meet manufacturer specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet manufacturer specifications. A root cause of the pc tear cannot be determined conclusively. However, the handpiece was found to meet specifications. Therefore, the root cause of the reported ¿oscillation issue,¿ cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic handpiece ultrasound oscillation failed and it was hot causing posterior capsular rupture into the eye. No information was provided about surgery completion. Additional information received indicating the phaco handpiece ultrasound oscillation was poor. The patient required an anterior vitrectomy. The case was completed and patient is recovering